Manufacturer narrative:
Evaluation: results: inherent risk of procedure (death). (B)(4).

Event description:
The patient underwent the index procedure with the deployment of two endeavor sprint drug eluting stents to the mid lad. It was reported that the patient died approximately 22 months post index procedure.